Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 450 mg/dl at the time of the incident and current blood glucose was 86 mg/dl. The customer was treated with intravenous drip and injections in the hospital. It was reported that they had received motor error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Unit also passed self test and off no power alarm test. No battery out limit alarm noted. Device alarmed motor error during the rewind test due to corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test due to motor error alarm and detached end cap. Device also had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker. Drive support disk was inspected and no anomaly was noted. However the device received with customer applying adhesive to the drive support disk. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.